Manufacturer narrative:
This supplemental report is being submitted to correct the information in section d9. Additional information on device evaluation and the legal manufacturer¿s investigation is available in sections h4, h6, and h10. The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a defective front video connector component. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated by another facility for the same device. Conclusion: the root cause could not be identified. Based on the results of the legal manufacturer¿s investigation, the issue of no image from the camera was due to a defective (wear) front connector. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not returned, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit did not display an image during setup. The customer checked with another demo camera head and the problem still persisted. The intended procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event.